Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 400+ mg/dl. The customer was treated with 30 units of lantus. The customer's blood glucose went down to 362 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.